Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04939. It was reported the pt no longer felt stimulation in her legs, but instead the stimulation was in her back under the rib cage. The pt reported the stimulation was painful, and she believed the leads were loose. The sjm rep met with the pt. It was reported the issue was unresolved, and the physician suggested x-rays be taken.